Manufacturer narrative:
H4: device manufactured between march 31, 2020 to april 01, 2020. H10: two (2) devices were received for evaluation. A visual inspection was performed on the two returned samples, and it was noted that there was a white particle on the threading of the fill port connector of sample 1 and a dark particle on the fill port cap of sample 2. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed at the fill port area of two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The foreign material was further described as black (one bag) and white (one bag). This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The particulate matter (pm) was further analyzed using micro-fourier transform infrared (ftir) spectroscopy. The white pm was identified as acrylonitrile butadiene styrene (abs). The chemical characterization of the dark pm (blue fiber) was cellulose. The blue fiber was cotton based on polarized light microscopy (plm) examination. The orange particle where the blue fiber was found was not characterized as it was encapsulated in the polymer o the cap. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.